Manufacturer narrative:
Philips has investigated this complaint. A philips field safety engineer inspected the system onsite and confirmed that the host pc is not powering up because of the burned fuse in main power distribution unit (mpdu). The engineer replaced the fuse and system was returned to use in good working order. Later, the issue occurred twice, and fuse was replaced once, and power distribution bar has been replaced in the other occurrence. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the fuse f11 of mpdu was defective. The fuse f11 has been replaced and the system was returned to use in good working order.